Manufacturer narrative:
A review of the device history record revealed no discrepancies that may have contributed to the reported condition. No sample was returned to the manufacturing site, but a photograph was provided by the customer. A fed x number provided for this complaint appears to belong to a different complaint therefore there was no sample analysis possible. An examination of the photo depicts a detached component, but the reported condition cannot be confirmed based solely on the photo. A physical sample is required to provide a more comprehensive evaluation. The root cause and corrective actions could not be identified. This complaint will be closed with no further action. If a sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device broke apart in the pump right below the mystic ring and was leaking. The event happened during use but there was no patient harm.